Event description:
The event involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. As per report, patient noticed during durvalumab infusion that her arm was wet. Upon further inspection, a small hole on the back of the filter at the most distal end was spurting fluid. This was not a crack, as the hole is part of every filter, however, it should not have been leaking. Infusion paused and skin dried and cleaned. Team lead was notified. She called pharmacy who made a new bag with the remaining dose that had not yet been infused (patient had received 163ml of a 305.5ml bag). A new filter line was attached below the current leaking site on the current line (which was clamped) and the new drug was ran through the new line. Medical intervention was not required. Intubation was not necessary. There were no unusual circumstances. The device was not re-sterilized or re-processed. The device was not pre-tested prior to use. Second device was not required. There was patient involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter facility name: (B)(6). E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
A photo was returned by the customer showing the 0.2 micron filter. No leakage observed. Received one new 142540489 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.